Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed. The endoscope was visually inspected and found with a minor cut to the cable insulation, the damage was located at zone c near the endoscope housing. Upon further inspection, the distal window located at distal tip was found cracked. Additionally, the scope's distal tip had mechanical damage. Then, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction, the camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Therefore, the camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. Also, the distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable.

Event description:
It was reported that there was a tear/hole in the cord of the 30-degree endoscope plus. There was no reported injury.